Event description:
A customer reported that their battery was depleting faster than normal. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up at the time, and no additional information regarding the outcome was received.